Event description:
Customer reports that during a surgery that took place around (B)(6) 2025 (exact date of surgery not provided), the surgeon noted on the final x-ray that the tulip on the mariner mis polyaxial head disassociated from the shank of the mariner 6.50 x 45mm cannulated screw. The surgeon chose to leave the construct as-is as the patient was already closed up. There was no delay in surgery and no patient injury reported. The surgeon does not plan to perform revision surgery at this time. Although three follow-up attempts were performed, no additional information was provided regarding this event. The product is not available for evaluation.

Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.